Event description:
The customer observed falsely decreased alinity c co2 results while running on the alinity c processing module. The customer stated having issues with the co2 calibration generating error messages that led to qc issues (shift downward), and caused approximately 100 discrepant patient results. The customer provided the following examples of the discrepant results (customer¿s normal range: 22-29 mmol/l) (units of measure: mmol/l is equivalent to meq/l): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). (2 separate patients). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c co2 results while running on the alinity c processing module. The customer stated having issues with the co2 calibration generating error messages that led to qc issues (shift downward), and caused approximately 100 discrepant patient results. The customer provided the following examples of the discrepant results (customer¿s normal range: 22-29 mmol/l) (units of measure: mmol/l is equivalent to meq/l): (B)(6), (B)(6) 2023 22:10:31.327 co2 result: 18 mmol/l. (B)(6), (B)(6) 2023 22:48:55.700 co2 result: 24 mmol/l. (B)(6), (B)(6) 2023 22:11:35.363 co2 result: 17 mmol/l (B)(6), (B)(6) 2023 23:46:12.427 co2 result: 23 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c co2 results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A ticket search by product lot number found normal complaint activity. A review of the device history records did not identify any non-conformances or deviations associated with the reagent lot 62972uq10 and current issue. Labeling was reviewed and adequately addresses the issue under review. As part of the troubleshooting, it was noted that the customer had issues with the water system, and they discovered their water was not being checked last month. Csc reviewed water specifications with the customer, that it is sensitive to the co2 calibration and assay performance. Quality control (qc) shifted downward and caused approximately 100 discrepant patient results. The quality control and patient issue was resolved by replacing the reagent lot. Based on the investigation, no systemic issue or product deficiency was identified for alinity c co2 reagent lot 62972uq10.